Event description:
Patient from literature: l.g. Close, a.k. Hsu, s. Rickert, m. Shrime, a. Tabaee (2006). Synechia formation after endoscopic sinus surgery and middle turbinate medialization with and without floseal. American journal of rhinology(2007) 21:174-179. Summary of article from abstract: some patients underwent medialization with placement of floseal. A statistically significant higher incidence of synechia formation was noted in patients who underwent middle turbinate medialization with the placement of floseal (18.9%).

Event description:
The facility representative reported a flo-gard infusion pump which shut off by itself. It is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: the facility reported a flo-gard infusion pump which shut off by itself. This device was evaluated at the facility by a baxter service technician. However, this condition could not be confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be given and no repair was necessary.

Manufacturer narrative:
(B) (4). This pump will be evaluated and repaired at the facility by a baxter service technician. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.